Manufacturer narrative:
Complaint conclusion: it was reported that a patient underwent placement of the optease vena cava filter. The information provided indicated that the filter perforated the wall of the inferior vena cava and tilted. The patient also reports suffering from shortness of breath, poor circulation, and mental anguish. The patient became aware of the reported events approximately ten years post implant. Additional information was received in the form of an x-ray image. No patient identifiers were noted on the image. The image was labeled only with ¿xr lumbar¿. The image showed an opaque outline of what may possibly be an ivc filter noted on the right mid upper side of the photo. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt and perforation could not be confirmed nor a cause for the event(s) determined. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications associated with ivc filters. It is unknown if the tilt contributed to the reported perforation. Due to the nature of the complaint, the reported pain, shortness of breath and poor circulation experienced by the patient could not be confirmed and the exact cause could not be determined, these events do not represent a device malfunction. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, emotional and physical damages from tilting and perforation of the filter and the resultant symptoms. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately ten years post implantation. The patient reports perforation of filter strut(s) outside the ivc and tilt. The patient also reports suffering from shortness of breath, poor circulation, and mental anguish. A photo was received from outside counsel. No patient identifiers were noted on photos. Xr lumbar image (as noted on photo) showed an opaque outline of what may possibly be an ivc filter noted on right mid upper side of photo.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, emotional and physical damages from tilting and perforation of the filter and the resultant symptoms. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately ten years post implantation. The patient reports perforation of filter strut(s) outside the ivc and tilt. The patient also reports suffering from shortness of breath, poor circulation, and mental anguish. A photo was received from outside counsel. No patient identifiers were noted on photos. Xr lumbar image (as noted on photo) showed an opaque outline of what may possibly be an ivc filter noted on right mid upper side of photo. A CT scan performed approximately ten years post implantation showed a cordis optease filter was placed and was positive for caval perforation. Superior extent of ivc filter mid l1 vertebral body. Inferior extent inferior l3 vertebral body. A total of 6 prongs had perforated the ivc. Maximum distance prongs perforated 3 mm. Coronal images show a 5-degree tilt right to left. Sagittal images show 12-degree tilt posterior to anterior. Diameter of ivc directly above filter was 18 mm x 33 mm.

Manufacturer narrative:
Additional information was provided and is available in: section a2 (age at the time of event, date of birth) section b3 (event date) section b4 (event description) section d11 (concomitant medical products) microneedle; microcatheter section g4 (date received by the manufacturer) section h6 (evaluation codes) complaint conclusion: it was reported that a patient underwent placement of the optease vena cava filter. The information provided indicated that the filter perforated the wall of the inferior vena cava and tilted. The patient also reports suffering from shortness of breath, poor circulation, and mental anguish. The patient became aware of the reported events approximately ten years post implant. Additional information was received in the form of an x-ray image. No patient identifiers were noted on the image. The image was labeled only with ¿xr lumbar¿. The image showed an opaque outline of what may possibly be an ivc filter noted on the right mid upper side of the photo. A computed tomography report, perrformed approximately ten years post implant, showed a cordis optease filter was placed and was positive for caval perforation. A total of 6 prongs had perforated the ivc. Maximum distance prongs perforated 3 mm. Coronal images show a 5-degree tilt right to left. Sagittal images show 12-degree tilt posterior to anterior. Diameter of ivc directly above filter was 18 mm x 33 mm. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review or reference, the reported filter tilt and perforation could not be confirmed nor a cause for the event(s) determined. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications associated with ivc filters. It is unknown if the tilt contributed to the reported perforation. Due to the nature of the complaint, the reported pain, shortness of breath and poor circulation experienced by the patient could not be confirmed and the exact cause could not be determined, these events do not represent a device malfunction. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, emotional and physical damages from tilting and perforation of the filter and the resultant symptoms. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately ten years post implantation. The patient reports perforation of filter strut(s) outside the ivc and tilt. The patient also reports suffering from shortness of breath, poor circulation, and mental anguish.

Manufacturer narrative:
(Evaluation codes) 2135 ¿ ivc perforation 2572 ¿ circulatory insufficiency complaint conclusion: it was reported that a patient underwent placement of the optease vena cava filter. The information provided indicated that the filter perforated the wall of the inferior vena cava and tilted. The patient also reports suffering from shortness of breath, poor circulation, and mental anguish. The patient became aware of the reported events approximately ten years post implantation. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt and perforation could not be confirmed nor a cause for the event(s) determined. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications associated with ivc filters. It is unknown if the tilt contributed to the reported perforation. Due to the nature of the complaint, the reported anxiety, shortness of breath and poor circulation experienced by the patient could not be confirmed and the exact cause could not be determined, these events do not represent a device malfunction. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The exact implant date is unknown. The catalog number is unknown, if received it will be provided. Complaint conclusion: it was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, emotional and physical damages from tilting and perforation of the filter and the resultant symptoms. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt and perforation could not be confirmed nor a cause for the event(s) determined. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications associated with ivc filters. It is unknown if the tilt contributed to the reported perforation. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, emotional and physical damages from tilting and perforation of the filter and the resultant symptoms. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.